Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. Right sided deflation was observed on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 6/29/2018. An explant date has been set for 8/20/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5691577 was reviewed on 7/30/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018 mentor became aware that the report initially submitted on 6/26/2018 erroneously had the consumer as the initial reporter. Also, the supplemental report submitted on 10/17/2018 erroneously omitted the updated explant date. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received with the explant operative report on (B)(6) 2018. In addition to the deflation reported previously, bilateral ptosis and capsular contracture (baker's grade unknown) was also noted. Bilateral capsulectomy, implant removal, and anchor mastopexy was performed. Deflation of the right implant was confirmed during the surgery, and the left implant was found to be intact. There were no procedural complications and the patient was brought to the recovery room in stable condition. 1645337-2018-06226 was created to document the left sided issues. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a 40-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. Right sided deflation was observed on (B)(6) 2018. Additionally, bilateral ptosis and capsular contracture (baker's grade unknown) were also noted. Upon receipt by mentor the device contained no fluid. White material was observed within the device. During initial evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the anterior aspect, measuring approximately 0.1 cm. Microscopic examination of the edges of the missing material gave no indications as to cause. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. With the information provided, the mentor product analysis lab concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices. Ptosis, capsular contracture, and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).